Event description:
It was reported that the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device. The cartridge had been reused. No adverse event was reported. The insulin cartridge was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.